Manufacturer narrative:
The device was returned to mmdg for an evaluation to be performed. During the investigation the pump was found to be working appropriately. The pump history was also reviewed. It appears that the pump batteries were not replaced, and the batteries died. This caused the pump to shut down. The pump log also shows the batteries being replaced and the pump continuing to run as expected until it was paused. No device issues could be found. This report is being filed for the twelve hour delay that the initial reporter disclosed during the call with mmdg.

Event description:
The initial reporter stated that the pump "shut off, motor failed, and screen blank". They stated that in the morning they found that the pump was turned off and that this resulted in a 12 hour delay of therapy. Mmdg followed up with the initial reporter, who stated that the delay did not result in any adverse events and that the patient was doing fine afterwards. (B)(4).